Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had flipped over and was situated at a different angle than what was observed post-implant. The physician noted that the patient likely has twiddler's syndrome. The device remains in use. It was also reported that the left ventricular (lv) lead had dislodged, was exhibiting high thresholds, and was causing diaphragmatic and nerve stimulation. The physician concluded that the dislodgement is most likely due to twiddler's syndrome. The lead was programmed off. It was also reported that the right atrial (ra) lead exhibited high thresholds. No action was taken and the lead remains in use. No further patient complications have been reported as a result of this event.